Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch #m90f1j. The device was received the lower jaw bent at the proximal side. Testing found a short on the device when the jaws are fully closed, resulting in an alert screen "reposition jaws and reactive", this is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps), the "replace instrument" alert screen would be displayed after receiving the "reposition and reactivate" alert screen twice. The ptc was damaged due to the short. The device jaws were tested and there were found damaged. A bent jaw could have contributed to the reported ¿tissue effect issues¿, this due to the reduced compression capacity of the jaws. A probable cause of the damage to the jaws could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed and certified by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a total laparoscopic hysterectomy procedure, the device ¿sparked and was charring.¿ case completed with another device. There were no patient consequences reported.